Event description:
It was reported that a patient's implantable neurostimulator did not work very well. No further information was provided.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(6), implanted: (B)(6) 2013, product type: lead.